Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: overinfusion condition not confirmed. Unit was visually examined for any signs of abnormality that may have potentially contributed to the reported condition but no signs were found. Calculated flow test (38hrs) of 2.53ml/hrs found to be within specification range (2.25-2.75ml/hrs). The device performed as expected. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that one (1) infusor device reportedly overinfused during the patient use. The actual flow rate was 15ml/2hr. The device was filled with 61ml 5-fu and 40ml saline. There was patient involvement but no patient injury or medical intervention. No additional information is available.